Event description:
It was reported the patient showed up in the clinic complaining of redness and swelling at the incision site on the left side of her head. It was also oozing a little and showed signs of infection. The physician decided to take her to or to explore and ultimately removed her entire system. Patient outcome was not provided.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3 7085-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 37085-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 3387s-40 lot# v799769 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3387s-40 lot# v799769 serial# implanted: 2011-(B)(6) explanted: product typ lead. (B)(4).